Event description:
Customer reported that during a brachytherapy treatment on (B) (6), 2009, the afterloader device gave them an emergency timing error followed by a head key switch error and then retracted the active wire from the treatment position. Mr (B) (6) (physicist) stated that the pc screen showed the treatment complete at channel 15 but the printed report showed the treatment ended at channel 10. He edited the plan and treated channel 11 through 15. After the treatment, they ran a test of the same treatment and determined that the treatment had completed at channel 15 the first time, so they had double treated channel 11 through 15 of a 24 channel prostate treatment.

Manufacturer narrative:
After a treatment is interrupted (e.g. By a malfunction) the device returns to a safe status and provides explicit information about the aborted treatment and guides the user through the recovery process. If the recovery information is misinterpreted by the customer, a mistreatment is possible.